Manufacturer narrative:
The device cf-q180al (B)(4) was returned and received at service center oci ((B)(4) olympus) for service repair evaluation. Evaluation found that insertion tube had kinked/crimped , buckled throughout the scope insertion tube. The light guide (lg) tube has intense buckling throughout. In addition the l connector was found to be leaking. The lens was peeling on the cement with a sharp chip. The device was placed back in supply chain management and is not return to the customer. The likely cause of the reported issue based on the repair evaluation is mishandling. As a precautionary measure and as stated in the user manual , never use the endoscope on a patient if an irregularity is observed. Damage or an irregularity in the instrument may compromise patient or user safety and may result in more severe equipment damage. If any parts of the endoscope fall off inside the patient body due to equipment damage or failure, stop using the endoscope immediately and retrieve the parts in an appropriate way.

Event description:
It was reported that during an unspecified procedure, the insertion tube was rippled and was difficult for the doctor to use. The u-tube rippled and squashed in one spot. The bending rubber cracked with metal exposed. Patient had a discomfort however, no injury or harm was reported due to the event.